Event description:
Same case as MFR report #: 2134265-2009-04716. Clinical trial. It was reported that the same day as a carotid artery stenting procedure, the patient experienced hypotension. The index procedure treated the 85% stenosed, 6x20mm lesion at the ostium of the right internal carotid artery. Treatment consisted of placement of a filterwire ez, deployment of a 10x24mm carotid wallstent, and post dilation resulting in 30% residual stenosis. The patient reportedly experienced hypotension the same day and was treated with medication and IV fluids. The event was resolved without residual effects and the patient was discharged three days post procedure. The investigator assessed this event as possibly related to the study procedure and study devices.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.